Event description:
During the patient¿s surgery of posterolateral fusion of l4-s1, the star bit on the final locking driver sheared off inside the screw head. The surgeon felt that it would be more harm to the patient to attempt to retrieve the screwdriver bit. No harm to the patient during the procedure.